Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during navigation into the second m2 branch, the stent was improperly deployed into the aneurysm sac. There was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as functional evaluation could not be performed. Based on the information currently available an assignable cause for this event cannot be determined. Subject device is not available.

Event description:
It was reported that during navigation into the second m2 branch, the stent was improperly deployed into the aneurysm sac. Additional information received stated that the event was adjudicated to be device related.